Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3434 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professionals "PICC placed on 12/12, rtl, 'flipped'. Radiology said mid svc however looks distal to us. Sheets show max p waves with green diamond from sherlock/3 cg."